Manufacturer narrative:
510k: this report is for an unknown set screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from (B)(6) reports an event as follows: it was reported that patient underwent a plif (posterior lumbar interbody fusion) for l2-5 treating lscs (lumbar spinal canal stenosis) on (B)(6) 2019. When compression was applied to the screw, it moved laterally, and the compression failed. Replacing a setscrew did not correct the issue. Finally, the surgeon completed the procedure with a replacing screw with less than thirty (30) minutes surgical delay. It was postoperatively known that another surgeon was not able to apply a non-j&j probe to the targeted lesion prior to the screw¿s insertion. When the probe happened to be applied laterally off the targeted area, the pedicle bone broke/fractured. They concluded that the compression through the screw failed due to such a probe application. The surgeon postoperatively confirmed that the viper compressor could apply compression appropriately. This report is for an unknown set screw. This is report 2 of 2 for (B)(4).